Manufacturer narrative:
Zoll has not yet received the product for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Note, during manufacturing, all icy catheters are 100% inspected for leaks. In addition, extension tubing is also 100% tested for leaks. Only units that pass the testing are moved to the next process. Not returned to manufacturer.

Event description:
The patient was female, weighing (B)(6) who was admitted into the hospital for post cardiac arrest. The patient was down and found at home. Manual CPR was performed via family and emergency medical services (ems). An icy catheter was inserted smoothly in the left femoral vein. No other central venous line was inserted into the patient. The dwell time of the zoll catheter was about 2-3 days. There were no leaks or system alarms noticed during therapy. After the patient was being warmed, a computerized tomography (CT) scan was performed with intravenous contrast. When the doctor attempted to use medial white port for IV contrast and contrast leaked everywhere. The doctor flushed the other 2 ports which worked fine. The doctor pulled back on the white one and received air bubbles. The line was disconnected and noted a bunch of tears. The treatment with the icy catheter was stopped and the catheter was removed. Another catheter was placed and the patient was able to successfully continue with the therapy. No additional information was provided.